Event description:
The patient reported that some v-go's fell off before the 24 hours period, about 3 weeks ago. The patient indicated this happened after 3 hours. The patient reported that 1 out of 5 devices from the 30 day supply the adhesive pad was missing in some areas and thinks it may be because of the missing adhesive. The patient mentioned that the area was the size of a pencil eraser and she taped them on to keep them adhered. The patient noticed it when patient peeled the adhesive liner off before applying the device. The patient discarded all devices.